Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found foreign material clogged the setscrew inset, making it difficult to tighten, which caused both insets to be stripped.

Event description:
It was reported that the atrial and ventricular setscrew could not be tightened. The pulse generator was removed and replaced.